Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the dp calibration test had failed on the device. The device's universal port block was replaced to address the issue. Additional findings not related to the malfunction/issue was the tubing kit being proactively replaced on the device. Afterwards, a final and running tests, battery and valve checks were performed on the device. A cleaning of the device was performed, and the device was found operational.